Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported that the pump showed a low battery alarm. The pump is still implanted and is flowing correctly.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump was not evaluated as it is still implanted. A patient follow up was performed with the sales rep to control the battery behavior. The sales rep. Has collected the pump errors, status and sensors. After analysis of these data by r&d, the sales representative has cleared all error flags with the technician key and forced a self-test. At this stage, the error did not re-appear. The pump was re-started at the last programmed flow rate. The default observed by the customer, unexpected early low battery alarm, was confirmed. The last measurement collected by the sales rep confirmed that the pump battery capacity was full, as expected for a new implanted pump. The data collected during the in-field follow-ups were analyzed and no anomaly was observed, no alarm was activated. The transaction logs from september 9th 2013 to december 4th 2013 were analyzed. The pump battery alarm was triggered on october 22th 2013. A monitoring of the pump every 32 days, during 96 days after the error clearing has to be done by the sales rep, to collect the pump status, error and sensors. This data might confirm if the pump battery capacitance is full. The device history record was reviewed and confirmed that the product conformed to the specifications when released to stock. The root cause of the battery low alarm cannot be determined at this time, but the (B)(4) was initiated to investigate and document the probable root cause of the battery issue on medstream pumps. Trends will be monitored for this and similar complaints. At the present time, the complaint is considered closed. Device not returned.